Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtainted, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the device introducer broke while the surgeon was pulling it tighter. The surgeon opines that he may have caught the mesh on on a rutherford clamp and this may have contributed to the breakage. The device was removed and the patient was sent to recovery while a new device was brought in. The patient was re-anesthetized and the procedure was completed successfully with a new device.